Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Technical support reviewed the pump data and decided to replace the pump, arranging shipment of the replacement device with updated software.